Event description:
It was reported that the pilot balloon has moisture/condensation in it.it is unknown how long the device had been in use when the problem was detected. Limited information regarding the event, patient and device usage/maintenance. There was one (1) patient involved and no reported injury.